Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.